Event description:
Pt reports issues with both of their cadd solis pumps. Pt reports if the pump bumps into anything it alarms, specific alarm code unknown. Pt will take out the batteries and pump sits for 10-15 minutes then stops making noise, and then pt switches to other pump. Pt states this happens with both pumps. Pt confirmed they are currently infusing with backup pump but wants both replaced so they do not have to keep switching back and forth. Pump serial numbers provided by pt: (B)(6); expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose amount: veletri sdv - 35 ng/kg/min. Did the reported product fault occur while in use with pt? Yes. Did the product issue cause or contribute to pt or clinical injury no. Is the actual device available for investigation? Unknown. Did pharmacy replace device? Yes. Did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. Outcome? Unknown. Pt: 4582. Device: 1014. Ref: mw5190356. Reports on cadd pump #1.